Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. During investigation, the meter did power on with button depression. And did power on with strip insertion. Blank screen was not observed.

Event description:
Customer reported noticing a blank screen on the display of his adc blood glucose meter. He further reported his meter would not turn on when the button was pressed or with test strip insertion. He additionally reported the problem with the blank screen began on (B)(6) 2011 and noted that he experienced "blurred vision, weakness, chest pain, shakiness and a rapid heartbeat". Customer indicated paramedics were called "to take (him) to his doctor", but he declined their assistance and had his cousin transport him. At the hospital, a blood glucose result of 581 mg/dl was received. Customer was diagnosed with hyperglycemia and treated with unspecified intravenous fluids and both lantus and novolin insulins were administered. Customer also was treated with "nexium (esomeprazole) for chest pain". Customer was observed for several hours, noted his blood glucose level dropped to 325 mg/dl and he was discharged later in the evening. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been returned and an investigation is in process. A final report will be sent when the investigation has been completed.